Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that overnight on (B)(6) 2026, the patient experienced hypoglycemia while traveling in spain. The patient was reported to have fallen into a coma and experienced labored breathing, teeth clenching and emitting strange noises. The patient's husband attempted to administer glucose tablets but was unsuccessful due to the patient clenching her teeth. The patient's husband called emergency services in the early morning on (B)(6) 2026. Paramedics treated the patient with an IV drip of glucose solution. Paramedics administered an additional medication via injection and removed the pod; the patient's husband is not aware of which medication was administered. The paramedics measured the patient's blood glucose level to be 1.0 mmol/l. The patient was roused from unconsciousness and monitored until blood glucose levels stabilized. The paramedics departed after approximately 1-1.5 hours on (B)(6) 2026. The patient resides in the united kingdom and the event occurred in spain. Abott has been notified of this hypoglycemic event.